Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed basic occlusion test and displacement test. The insulin pump had minor scratched display window, cracked battery tube threads and broken reservoir tube lip; however the test reservoir was held inside of the reservoir compartment. The insulin pump was missing reservoir tube o ring and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer stated that due to cracks and chips around the reservoir compartment the reservoir will not stay inside the pump. Customer's blood glucose reading was 500 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.